Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted the patient's settings were unintended on (B)(6) 2006. The previous visit was on (B)(6) 2005 and a systems diagnostics test was performed, but is not reflected as 'faulted' in the history. A final interrogation was not performed on (B)(6) 2005 to verify settings. The settings were later corrected on (B)(6) 2006 except for the off time, which remained at 60 minutes off until it was later corrected on (B)(6) 2006. It is suspected the systems diagnostics test on (B)(6) 2005 faulted and caused the settings to change.